Event description:
Information was received that reported a patient was hospitalized in 2007, due to hyperglycemia. Upon admit, his blood glucose was >400. No other details were given beside that the patient also had a wbc of 30.0. He was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.